Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having an air bubble anomaly. The customer stated that bubbles were forming in the reservoir. They had done all of the steps. The customer's blood glucose level at the time of the incident was 325 mg/dl. Troubleshooting was performed. The customer also reported that the top of the reservoir had a crack. The customer did not know how the damage occurred. The product will not return for analysis.